Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reporting on behalf of their husband. See related case for additional false positive reported by customer. The individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21003m, reader sn (B)(4)). Two repeat cue covid-19 tests performed on (B)(6) 2022 and (B)(6) 2022 provided negative results. On (B)(6) 2022, the individual tested negative with hologic panther aptima nucleic acid amplification (tma) methodology test. The customer confirmed their husband had a headache and scratchy throat but no known covid-19 exposure.